Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 24 alarm-¿this alarm is generated when a power failure is detected'' , pump error 68 - ''trace pointers are invalid'' and pump error 68 -¿error occurred while writing external history and trace flash. Troubleshooting was performed and the alarm was cleared successfully and the rewind completed. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
S/w version 4.11e. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 67, pump error 68, and pump error 24 found on (B)(6) 2023. The pump passed the displacement test, active current test, and sleep current test. Pump failed screen test portion of the self test due to pump error 63. No unexpected pump error 67, pump error 68, and pump error 24 alarms during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range; however, there were voltage surge spikes. Pump error 24 was found in the history file on (B)(6) 2023 at 14:48:00.00 14:57:00.00 due to the main processor backup battery power supply voltage is less than 2.90v for three consecutive one-minute checks. Pump error 4 was found in the history file on (B)(6) 2023 at 14:50:16.00 and 15:24:02.00 since the motor mcu did not get the response from the main mcu when sent the request. Pump error 67 was found in the history file on (B)(6) 2023 at 14:50:18.00 and 15:24:04.00 since three attempts to write to the serial flash failed. Several pump error 68, pump error 49, and pump error 23 were found in the history file on (B)(6) 2023 from 14:53:03.00 to 15:25:02.00 as a consequence of pump error 67 from memory corruption. Pump error 63 variable 3 was found during testing due to poor solder joints on the u1 chip from the keypad assembly. Pump was cut open to perform visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked case - corner of belt clip rails, battery tube threads - cracked. Pump error 24 was confirmed in the history file due to moisture damage on the pcba 1 and pcba 2. Pump error 67 and pump error 4 were confirmed in the history file due to hardware error anomalies. Pump error 63 variable 3 was confirmed during testing due to poor solder joints on the u1 chip. Pump error 68 was not confirmed during testing. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.